Event description:
It was reported that a patient underwent an unknown spinal procedure. At a routine post-op visit, it was noted on imaging that the connectors had migrated, the set screws were loose, and the screws had backed out. A revision was done to replace the implants. No further information is known at this time.

Manufacturer narrative:
Analysis of the returned device shows that the observations made on the returned implants and the CT scans are not able to identify the origin of the connector slippage (symmetrical contacts on the connector and deformation of the lock-screw tip suspecting proper tightening). No deviation or non-conformance has been recorded for the connector with lot number 0062407w. Multiple CT scan pictures show complex construct treating grade 3 spondy at l5/s1 with interbody spacer, pedicle screws at l5 <(>&<)> s1, and sacral screws at s1. Cross connectors appear to connect l5 screws to construct. Cross connectors appear to show loose set screws on several views. Position of interbody and screws is satisfactory.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.